Event description:
A company representative reported that the tip of an everest curved thoracic probe fractured off intra-operatively and remains implanted in the patient at s1. It was further reported that the procedure was completed successfully by inserting an additional screw at s2.

Manufacturer narrative:
Additional data: h3. H6 coding has been updated to reflect investigation conclusion.

Event description:
No new information.